Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was flattening visible to the inner member shaft between 3 centimeters (cm) and 4cm proximal to the nosecone tip, and a kink visible to the inner member shaft at 7.5cm proximal to the nosecone tip. There was slight damage observed on the threading of the screw gear. There was slight resistance noted when removing the stylet. There was slight resistance noted when backloading a 0.035-inch guidewire past the area of flattening and more resistance noted when advancing past the kink site, but the guidewire could be fully inserted and removed from the dcs. The reported event for interaction issues with guidewire could be confirmed in the analysis due to the damage to the inner member shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, that during implant of this transcatheter bioprosthetic valve. A non-medtronic guidewire was unable to be advanced through the distal end of the loaded valve in the delivery catheter system (dcs). The guidewire would become stuck in about 3-4 centimeters from the distal tip of the dcs. Multiple manipulation to advance the guidewire were unsuccessful (i.e. Torquing, gentle advancement, slight pressure, etc.). No issues were noted, while loading the valve. Subsequently, the dcs was replaced with a new one. No adverse patient effects were reported.